Event description:
It was reported that the 9900 system intermittently had no image on the left monitor during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the left monitor were replaced during the service call. The system was tested and found to be working as intended, and put back into service.